Manufacturer narrative:
Follow-up #2: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 8 instances of battery compartment failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 5 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 456 allegations of a malfunction, 333 pumps were returned to animas and investigated. Of the investigated pumps, 327 were found to be malfunctioning due to battery compartment cracks, and stripped battery compartment threads. During investigation for unrelated complaints, there were 664 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 456 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-84 years of age and between 24 and 300 pounds. Of the reported patients, 204 were male, 251 were female, and 1 were unknown.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation: in q1 2018, there were 132 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.